Event description:
A data error alert combined with a pump malfunction was reported by the caller. Blood glucose was maintained in the range of 54-500 mg/dl, and there was no adverse impact on the customer¿s levels. Technical support provided pump reset instructions, but the history logs were not restored. Despite this, therapy continued unaffected, and the customer opted to keep using the pump.